Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During visual inspection, the coil delivery wire was kinked/bent and broken/fractured. The main coil was also noted to be kinked/bent. During functional testing, the coil was flushed, inserted and advanced in a demonstration catheter. The coil could not be advanced completely when the fractured on the delivery wire was reached. Additional information provided by the customer indicated that the device was confirmed to be in a good condition prior to use and prepared as per dfu, continuous flush was maintained throughout the procedure, the patient¿s anatomy was moderately tortuous and a non-stryker microcatheter (echelon 10) was used. The device was returned for analysis and the main coil was found to be kinked. The damage noted to the main coil is indicative of the as reported defect. It is likely that the physician experienced friction in the microcatheter due to procedural factors during use which subsequently led to coil damage when it was advanced against resistance. Based on the investigation, these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. Therefore, a probable cause of procedural factors was assigned to the as reported event coil in catheter friction as well as the as analyzed event main coil kinked/bent. It can be presumed that the delivery wire was damaged during the procedure as force may have been applied at the proximal end of the device when friction was felt in the microcatheter causing the delivery wire to kink and then break. Because these defects appear to be associated with handling of the product or portion of the product during the procedure, a probable cause of handling damage was assigned to the as reported/as analyzed events coil delivery wire kinked bent and the as analyzed coil delivery wire broken/fractured inside patient.

Event description:
Analysis of the returned device found that the delivery wire of the subject coil was found broken/fractured inside patient. There were no clinical consequences to the patient as a result of this event.